Event description:
Information received indicates the bed exit function is not alarming.

Manufacturer narrative:
The technician found the bed exit tape switch sticking. The technician replaced the tape switch to repair the bed.